Manufacturer narrative:
Per FDA request, MDR submissions for the ngen rf generator are to be reported with PMA details of the catheter used along with the ngen rf generator. As the catalog/model number was not provided, the (01)gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) paroxysmal ablation procedure with a ngen generator and during the operation, there was high temperature reading from the catheter when radiofrequency was being delivered. A second device was used to complete the operation. There was no adverse event reported on patient. Additional information indicated that the temperature cut-off value was exceeded. The system did not stop the ablation when the cut-off value was exceeded. The generator was in power control mode, 55°, no cut-off power.